Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-mar-2025 investigation summary bd received 100 samples for investigation. The returned samples along with 100 retention samples were visually examined, and no defects relating to fibrin or poor barrier formation were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of february 2025. Therefore factors that may contribute to fibrin and poor barrier formation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier formation and fibrin, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has not been confirmed for the indicated failure modes poor barrier formation and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, poor barrier separation and fibrin were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, poor barrier separation and fibrin were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.